Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's reported problem was not duplicated as no device problem was found.

Event description:
It was reported that the cassette had an error. There was no patient involvement.